Manufacturer narrative:
This report is being filed as the reported symptom may be indicative of a product issue that is subject to the above reference recall.

Event description:
AED self test indicated solid red x. Product return pending. (B) (4).